Manufacturer narrative:
The service provider (sp) inspected the device and found that the navigation ring was not working. The sp found the touchscreen was working.

Manufacturer narrative:
The service provider (sp) replaced the switch board, switch board cable to address the reported issue. In addition, the sp found that the unit had broken bezel and power switch overlay. The front bezel and power switch overlay were replaced. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
Date of report: 15sep2021. Initial reporter name and address: (B)(6).

Event description:
It was reported that the ventilator¿s touchscreen did not work. There was no patient involvement.